Event description:
On (B) (6) 2008, the patient reported that, while changing the insulin cartridge of her infusion device, she pulled the cartridge out and the plunger remained attached to the piston rod. As a result, a "very little" amount of insulin spilled into the cartridge compartment which the patient dried out prior to making the call. During troubleshooting with a company representative, the plunger was detached from the piston rod. Proper removal of the insulin cartridge from the chamber was reviewed with the patient. The patient did not report blood glucose concerns related to this issue. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
H6: codes: no product will be returned for evaluation.